Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, a double valve replacement procedure was performed due to aortic and mitral regurgitation in a patient with multiple co-morbidities (hypertension, hypercholesterolemia, aortic regurgitation, mitral regurgitation, endocarditis (currently in a non-active phase), cardiac insufficiency, colorectal cancer, and systemic lupus erythematosus). A 27mm epic valve was implanted in the mitral position and a 19mm carpentier-edwards perimount magna ease aortic heart valve was implanted in the aortic position. On (B)(6) 2017, the patient was diagnosed with stenosis of the mitral and aortic valves and on (B)(6) 2017, a re-do double valve procedure was performed.. The surgeon reported that the patient's history of systemic lupus erythematosus contributed to structural valve deterioration secondary to calcification resulting in mitral stenosis. Ex vivo, calcification and pannus were observed on both valves. A 27mm masters series mechanical heart valve was implanted in the mitral position and a 19mm regent mechanical heart valve in the aortic position. The patient was reported to be stable postoperatively.

Manufacturer narrative:
The results of this investigation concluded that all three cusps contained calcifications and were fibrotically thickened. Endocarditis was confirmed on all three cusps, consistent with the treated/chronic phase. Gram stains were negative for organisms. No evidence was found to suggest the cause of the calcifications, fibrous thickening, and endocarditis was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.